Event description:
It was reported that the patient experienced 3 overdischarges. It was stated that the patient had their implantable neurostimulator (ins) replaced because their previous battery would not hold a charge after being dead for 6 months. It was noted that the patient's outcome is alive with no injury. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 3778-45, serial# (B)(4) implanted: 2010-01-26 explanted: product type lead product ID 37752, serial# (B)(4), implanted: explanted: product type recharger product ID 37743, serial# (B)(4), product type programmer, patient product ID 37092, lot# 232310001, implanted: 2010-(B)(6), explanted: 2013-(B)(6), product type accessory product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension. (B)(4).